Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing leading pacing inhibition, high impedance measurements and high capture thresholds. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.